Manufacturer narrative:
Information from section f was completed by the manufacturer.

Event description:
It was reported that during a ptca procedure a tip separation occurred when advancing the balloon catheter over the guide wire. Resistance was felt as the catheter was advanced, therefore the catheter was pulled back and tip separation was noted. The device was not used in the pt.